Event description:
Medtronic cardiovascular received info that during a heart transplant procedure, the explanting physician noted dehiscence of a rigid annular ring (non-medtronic) fixated by multiple u-clips around the parameter of the annular device implanted four months prior. Several of the u-clips had evidence of fracture. Multiple fragments were noted in both the annulus and device. The explanting physician concluded that the annular device was improperly sized; the procedure was ill-advised for the pt's condition; and that the fixture technique of the u-clips was inadequate in terms of size and mechanical properties leading to the observed u-clip fractures. The pt's medical history was notable for dilated idiopathic cardiomyopathy; explanted heart four months following compression annuloplasty robotic-assisted surgery for severe functional mitral valve regurgitation; unsuccessful compression annuloplasty consistent with improper sizing of the device relative to interregional distance and improper attachment; dehiscence of the device from musculature annulus; and multiple fracture clips with portions still remaining in the annulus.

Manufacturer narrative:
Evaluation: no product return and serial number unk, therefore, a device history review could not be performed. Results: no product return and serial number unk, therefore a device history review could not be performed. Conclusion: cause of event cannot be determined. Analysis: these products have not been returned for analysis. Conclusion: no conclusion can be drawn. No product has been returned. According to the available info, it is likely that the fixation technique used by the implanting physician who performed the annuloplasty was what lead to the observed u-clip fractures. Medtronic's instructions for use specifically state to not use the u-clip "to attach or approx semi-rigid or rigid prosthetic material: (p. 1, 2006; u-clip double-arm approximation device).